Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited high capture threshold and p-wave amplitude variation. It was also noted that the helix failed to extend and the guidewire was difficult to advance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of inadequate capture threshold, sensing p-wave amplitude variation, ¿it was difficult to insert guide¿, and helix mechanism were confirmed. As received, a complete lead was returned in one piece for analysis for analysis. Electrical testing did not find any indication of conductor fractures. Internal shorting between conductor paths was found at the connector region due to the inner coil being over-torqued consistent with procedural damage as seen in the x-ray examination. Unable to perform stylet insertion test due to inner coil condition. The lead was returned with the helix retracted and clogged with blood/tissue. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be extended and retracted. The helix extension length was measured to be within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued inner coil at the connector region. The cause of inadequate capture threshold, sensing p-wave amplitude variation, and ¿it was difficult to insert a guide¿ was due to inner coil being over torqued consistent with procedural damage.